Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts noted. The insulin pump was unable to perform displacement test, operating currents meas. And off no power test due to blank display. The insulin pump was unable to verify low battery alerts and button/keypad unresponsive due to blank display. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's friend reported via phone call that the up button was stuck and the insulin pump consumed the battery faster than usual. The customer's blood glucose was unknown at the time of incident. The customer's friend stated that the button issue managed to resolve itself. The customer's friend was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.